Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified vaginally for menstruation (lot number and expiration date unspecified). After an unspecified duration, she noticed unsavory scent for two months and then flushed her system to find the top of wrapper got removed which was trapped in vagina. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious event and the company causality was assessed as possible. Qa evaluation: no sample was received for evaluation as of (B)(6) 2012. No lot number was provided with the complaint . A review of the data associated with these complaint categories revealed no adverse trends. Complaint trends will continue to be monitored. Based on the investigation results, no assignable cause was identified. This report was considered a reportable malfunction case in the united states..

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.